Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was in at the time of the event. The ccc reviewed the results monitor and found multiple errors and failures for calcium and glucose. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran sample mixer 1, resulting out of specification. The cse replaced the sample mixer cable. The cse performed qc, resulting within range. The cause of the discordant, falsely depressed glucose and carbon dioxide results and "abnormal assay" flags on calcium is due to a malfunction of the sample mixer 1 cable. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed glucose and carbon dioxide results and "abnormal assay" flags on calcium were obtained on patient samples on a dimension vista 500 instrument. The initial results were released to the physician(s), which were questioned. The customer repeated the same sample on an alternate dimension vista instrument, resulting within the patient's expected range. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose and carbon dioxide results and "abnormal assay" flags on calcium.